Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during an ankle procedure, after insertion and malleting of the ar-8990st (lot: 12458492), suture anchor, when the surgeon removed the inserter, the surgeon noticed one of the prongs on the inserter was missing. He then pulled on the suturetape to set the anchor and the anchor pulled out. The surgeon noticed one of the prongs on the inserter was missing. Multiple x-rays were taken and the broken piece was not seen in the patient. The broken piece was not located in the operating room. The surgeon opened a second ar-8990st, (lot: 12458492) the anchor did not seat, the anchor was removed and discarded. The case was completed using ar-8990st(lot: 12206329). An additional 10-15 minutes was added to the procedure due to waiting for x-ray to confirm that there was no metal left in the patient. The radiologist confirmed.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8990st (no batch indicator present) was received for investigation. Visual inspection identified that one of the two prongs at the distal tip of the inserter had broken. The remaining material at the breakage site was noticeably bent. As such, the observed condition is most likely the result of prying/leveraging forces applied to the device by the end user. The fragment generated during the event was not returned for analysis.